Event description:
The customer reported on (B)(6) 2012, that the deployment of initial marker was difficult and the introducer was removed. The doctor proceeded to deploy another marker without realizing that the first biopsy site identifier was sheared off at the tip, and the tip was visualized on the mammograms. The doctor had the patient return for a surgical intervention to remove the tip. The radiology department notified (B)(4), sales associate. The biocompatibility letter has not been requested.

Manufacturer narrative:
The batch record for lot f11148401d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore, direct analysis of the device was not performed and the event could not be confirmed.